Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The abrasions on the rod contact surface of two of the set screws and on the rod indicate that an excessive force was placed on the construct in that region. The fall experienced by the patient was likely the main contributing factor in this incident. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a revision surgery took place in which two set screws had backed out. The patient reportedly had two set screws back out approximately 5 months post-op after patient fell. Revision surgery took place (B)(6) 2015.